Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown head unknown. G2: foreign: australia. Attempts have been made to gather all product identification information, and no further information has been provided. Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right primary tha performed on an unknown date. Subsequently, the patient was revised due to periprosthetic fracture and femoral implant loosening. Stem/head revised with new construct and plating system used with cables to secure fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 h6: component code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total hip arthroscopy was performed on an unknown date. A revision occurred approximately three months ago due to periprosthetic fracture and loosening. Cables were placed to correct the fracture. No complications noted, the head and stem were revised. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.